Event description:
Information was received from a consumer via a manufacturer representative rep) regarding a patient who was receiving sufentanil (di d not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in a house fire so the pump went dry. They were going to replace the pump today but the case aborted. It was unknown when the pump ran out of medication. The patient was being sent home and they wanted to turn the pump alarm off. Agent reviewed that they can't turn the alarm off unless they change the reservoir volume. Technical services reviewed the option of turning the pump permanently off. The rep later called in and agent provided password to permanently shut down pump. Additional information received from the company representative reported that a replacement will occur in the future but the scheduled date was unknown at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.